Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical administration sets were leaking medical fluid from the air vent filter. There was no patient injury reported. There were no reported adverse events.

Manufacturer narrative:
Other text: additional information d5, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two samples were decontaminated with the original open packaging. During the functional testing a leak was found fleeing from the air vent of the filter; the failure mode reported is confirmed. Other analysis was not required. The root cause states filter leakage is silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer. By the date that this investigation reports an update to instructions for use (IFU) to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan. The action was implemented after the manufacturing date on lot reported., corrected data: d1.